Manufacturer narrative:
Philips service performed software updates and parameter adjustments, including replacing azurion r1.2.5 software pack and iw1.5.1 sw pack. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that pulmonary angiography image quality issues occurred due to software/hardware on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.